Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the capsule of the delivery catheter system (dcs) separated. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that no unusual resistance was felt while loading the valve. A misload was not reported. Three recaptures were performed prior to the capsule separation. The valve was recaptured as it was not in the correct, target depth of 3-6 mm. There was no reported procedural delay as a result of the capsule separation as all components were successfully replaced and then implanted.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the capsule of the delivery catheter system separated. No adverse patient effects were reported. Additional information was received which reported that no unusual resistance was felt while loading the valve. A misload was not reported. Three recaptures were performed prior to the capsule separation. The valve was recaptured as it was not in the correct target depth of 3-6mm. There was no reported procedural delay as a result of the capsule separation as all components were successfully replaced and then implanted.

Manufacturer narrative:
Updated data: h6. Eval code method, eval code result, eval code conclusion product analysis: the subject dcs was discarded by the customer, and as such no analysis could be performed. Conclusion: recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined. Procedural images of the capsule were submitted to medtronic for review confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. There is insufficient evidence to ascertain the cause of the separation as there is no fluoroscopic valve load inspection or live procedural cines. A device history record review was performed on the device and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The risk of capsule separation is predicted in the risk documentation. The observed risk (severity/occurrence) continues to fall within predicted risk zone, and no action is recommended at this time. Per d00825210, the following technical assessments are not required as the product event does not meet the criteria to initiate; manufacturing assessment, supplier manufacturing assessment, design assessment, medical safety assessment and risk documentation assessment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.